Event description:
An infection was reported. The pump and catheter were explanted due to suspected infection. No patient injury and the patient recovered without sequela. The pump delivered hydromorphone. Additional information has been requested; a follow-up report will be sent if information becomes available.

Manufacturer narrative:
Catheter model # 8731, serial # (B)(4), implanted on: (B)(6) 2005, explanted on: unknown, (B)(6), serial # (B)(4). (B)(4). Analysis of the pump revealed no anomaly found. Analysis of the catheter revealed catheter body; slice/cut, no significant anomaly found.

Manufacturer narrative:
(B)(4).